Manufacturer narrative:
(B)(4). The facility has communicated that the device is not available for investigation. A verification of failure mode reported in the current manufacturing process was conducted as follows: 13 samples were taken from the current production p/n ae05ml auto end05 ml lot#73m1700288, samples were functionally inspected (fired) and issue reported "unit misfiring" was not observed in the current manufacturing process, the clips were loaded, closed and released correctly. The device history review could not be conducted since the lot number was not provided. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available and it is not possible to determine the source of the defect reported. The customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and to determine the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend related events.

Event description:
The complaint states that during a laparoscopic cholecystectomy the ae05ml was misfiring and they had to give the doctor a different company's product. The clip does not lock over the structure unless it is perfectly cleared and falls out the applier if you twist it on the structure. There was no patient injury.